Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with mentor smooth round moderate profile saline prostheses, 225cc on the left and 275cc on the right. On (B)(6) 2018, left sided deflation was diagnosed through a physical examination. Bilateral capsular contracture baker grade ii was also indicated as well as ptosis of the right breast. As a result, the patient underwent bilateral removal and replacement with sientra silicone gel breast implants on (B)(6) 2018; catalog # 10512-320mp, s/ns (B)(4), 320cc (l) catalog # 10512-250mp, s/ns (B)(4), 250cc (r). Bilateral capsulectomies and mastopexies were performed as part of the procedure. The patient was sent to recovery room in stable condition. This report is for the right prosthesis. See manufacturer report number 1645337-2018-03401 for the contralateral prosthesis.

Manufacturer narrative:
The device history record (DHR) for the lot number 6475796 was reviewed on (B)(6) 2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 67-year-old female underwent breast augmentation revision with mentor smooth round moderate profile saline prostheses, 225cc on the left and 275cc on the right. On (B)(6) 2018, left sided deflation was diagnosed through a physical examination. Bilateral capsular contracture baker grade ii was also indicated as well as ptosis of the right breast. This evaluation relates to the right prosthesis. The device was received with no fluid. During evaluation the device appeared intact, and no anomalies were observed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).